Manufacturer narrative:
During a coil embolization, the orbit galaxy tight distal loop complex xtrasoft 4x6 coil ((B)(4)) stretched. The system was removed from the patient successfully. Before detachment, although the coil marker was in the detachment zone, the embolic coil could not be seen. After removal from the patient, it was noted that the coil was stretched about 1 cm from the head piece. No breakage was noted with the suture. The target site was a va-pica aneurysm. During placement, the coil was maneuvered multiple times to achieve appropriate position. No additional torque, manipulation, pulling or tugging was performed with the coil/delivery system at any time and the coil did not get tangled with any other coil or devices. During placement, the coil was repositioned, but was not left in the aneurysm, while the microcatheter was repositioned. No resistance or friction was noted between the coil/delivery system and microcatheter excelsior sl 10. Other than the reported event, no other damages were noticed on the device. The coil was changed to other new coil. The procedure was completed with other coil without patient injury. No information was provided about the target site or vessel characteristics. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500149 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One non-sterile orbit galaxy product was received coiled inside of a pouch. Device was inspected and kinks were noted in the hypotube. Introducer was unzipped. Support coil, gripper and embolic coil were out of the introducer. Embolic coil was still attached to the gripper and it was stretched approximately 1 cm from the headpiece. During the analysis it could be observed that the suture is still connected to the proximal anchor and solder is intact, as well as the sr bead. The embolic coil was cut near to the headpiece (after the soldered area) as well the suture (on the junction with the anchor) with the purpose of measuring the length of the anchor, soldered area and od of the suture. After that two loops in the distal section (near to the bead) were opened/ stretched to expose the suture and then it was cut. Once the suture was cut in both ends it was completely removed from the embolic coil and the suture was measure and the total length was 6.5 cm. The length of the coil is 6 cm; this finding represents a 1 cm stretch. The stretch represents a 17% increment which is inside the 10-0 prolene specification. The reported stretched coil was confirmed. The cause of the kinked sections noted in the device could not be conclusively determined; however neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process, in addition inspections are in place to prevent these damages. The cause of the reported event could not be conclusively determined. However based on the analysis, the unit performed as intended and no manufacturing related defects were observed. Procedural and handling factors including vessel/target lesion characteristics requiring additional manipulation appear to be contributed in the damages noted in the device. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization of the vapica, the orbit galaxy tight distal loop complex xtrasoft 4x 6 coil (640cx0406) was used for the procedure, but before the detachment, although the coil marker was in the detachment zone, the embolic coil could not be seen. The system was removed from the patient successfully. When the removed coil was examined, it was stretched about 1cm from the head piece. No breakage was noted with the suture. During placement, the coil was maneuvered multiple times to achieve appropriate position. During placement or at any time, no additional torque, manipulation, pulling or tugging was performed with the coil/delivery system, and the coil did not get tangle with any other coil or devices. During placement, the coil was repositioned, but was not left in the aneurysm, while the microcatheter was repositioned. No resistance or friction was noted between the coil/delivery system and microcatheter excelsior sl 10. Other than the reported event, no other damages were noticed on the device. The coil was changed to other new coil. The procedure was completed with other coil without patient injury. No information was provided about the vessel's characteristic and the patient.